Event description:
It was reported that during the implant attempt, the lead helix was extended 7 times to reposition the lead. The helix performance was compromised, so a different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor was distorted, blood was found in or on the helix mechanism as well as the sleeve head, the lead was stretched, and damage was noted to occur at implant. The full lead was returned and analyzed. It was determined that the helix can not be extended and retracted due to distal conductor distortion within the connector. Evaluation summary (B)(4) distal conductor distorted. (B)(4) full lead.